Manufacturer narrative:
Product event : the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure there was difficulty placing stylets through the right ventricular (rv) lead. Multiple types of stylets were attempted with no improvement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.